Event description:
The physician claims that a minor post-operative complication occurred in a patient that was implanted with an excel graft. No further information is available as of 19-sep-2006. Note: the specific type of ptfe graft, its catalog and batch number are unknown at this time. The brand name of the device has been approximated for reporting purposes only.

Manufacturer narrative:
Additional information regarding this event is presently being sought. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report. No information available from user site regarding product return.